Event description:
It was further assessed that the pain was due to rotator cuff tear, therefore, this is a not reportable event as the device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). It was further assessed that the pain was due to rotator cuff tear, therefore, this is a not reportable event as the device did not cause or contribute to the reported event. The rotator cuff is a group of muscles and tendons that surround the shoulder joint, keeping the head of the humerus firmly within the shallow socket of the shoulder. Rotator cuff injuries occur most often in people who repeatedly perform overhead motions or experience any sort of trauma to the shoulder. Degenerative tears can also occur because of gradual wearing down of the tendon. This degeneration naturally occurs as we age. Factors that lead to degenerative tears include repetitive stress, lack of blood supply, bone spurs, and increased age. Common symptoms of a rotator cuff tear include pain at rest or with activity, weakness, and crepitus. Typically, an anatomic shoulder is performed when the rotator cuff is stable and intact, and a reverse shoulder is performed for an insufficient rotator cuff.

Manufacturer narrative:
(B)(4). A2:dob 1953. D10: medical product: catalog#: 115730, compr nano hmrl pps 30mm, lot#: 659640. Catalog#: 118001, versa-dial/comp ti std taper, lot#: 182780. Catalog#: 113952, sm hybrid glenoid base 4mm, lot#: 729090. Catalog#: pt-113950, pt hybrid glen post regenerex, lot#: 849750. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00795, 0001825034-2024-00803, 0001825034-2024-00805, 0001825034-2024-00806. H3 other text: remains implanted.

Event description:
It was reported that the initial right shoulder arthroplasty approximately 9 years ago. Subsequently about a month ago the patient reported unusual pain and a decrease in range of motion with referral for consultant and unknown treatment. Attempts have been made and there is no further information at this time.